Manufacturer narrative:
The initial MDR erroneously indicated date received by manufacture was 04/29/17. The correct date is 05/15/17.

Manufacturer narrative:
(Waiting for confirmation of bad). The distributor replaced the anesthesia control board. No report of patient involvement. . Unique device identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During a service visit, distributor noted the unit had a system failure during bootup. There was no report of patient involvement.